Event description:
Customer reported her blood glucose has been running high and there have been air bubbles in the tubing. She also stated the tabs have been breaking off of the reservoir cap. Customer's blood glucose was 261 mg/dl. She has not treated yet. In troubleshooting, the drive support cap appeared normal. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. There was an air bubble in the tubing and one in the reservoir. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.